Event description:
Healthcare professional reported after injection to tear troughs with unspecified juvederm ultra plus pt developed "puffiness in lower eyelids/tear troughs" and "did not like results." Pt was treated with hyalase. Pt is happy. Resolution of symptoms are not known.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2015. The reporter has declined to provide allergan with further info regarding event, product, or pt details. No additional info is available at this time. The event of puffiness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.